Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out". The customer's blood glucose level was 179 mg/dl at the time of the incident. The customer was assisted with the reprograming a fixed prime and cleared the alarm. The customer was informed that the battery was out of the insulin pump longer that the duration allowed by the insulin pump. The customer was advised to monitor the device for any further issues.